Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, h2, h6, h11 the customer contacted olympus technical assistance support (tac) via phone. Troubleshooting steps: disconnect the serial digital interface cable that was incorrectly connected to the provation monitor and connect it to serial digital interface out on the new portable monitor and it corrected the issue. They now had an endoscopic image on the provation monitor. The customer informed tac of the event. The device will not be returned to olympus for evaluation. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had no endoscopic image during inspection for use. There were no reports of patient harm.